Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11 manufacturer narrative - lens repositioning/replacement is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to low vault. The lens was repositioned but this did not resolve the problem. The lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).